Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibration issue. The customer's blood glucose level was 123 mg/dl. Customer stated that the insulin pump vibrating louder and had strange noise. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No loud vibration noted during testing. (B)(4).